Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal hydromorphone via an implanted pump for chronic low back pain and non-malignant pain. It was reported the patient was in the emergency room (ER) right now. The patient had a magnetic resonance imaging (MRI) today and the pump had stalled. It was noted they had a bad reaction to something right after the MRI and her thoughts "were not going very well right now" and she was dizzy. The patient was wondering if the pump was causing this issue she was having. Agent asked if the MRI was related to the pump and patient said the MRI was unrelated. The patient was redirected to their healthcare provider to further address the issue.